Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: a. Was there a surgical delay? If yes, what is the duration of the delay? Yes, approximately 15 minutes. B. Was there any patient harm relevant to this event? If yes, please kindly provide the details. There was not at the time of the surgery, but I am unaware of any post operative harm related to this.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary hair in cemented rp tibia package. The product was not returned to depuy synthes; however, photos were provided for review. See attachment (image.jpg). The photos were forwarded to cork site for a manufacturing investigation. The photo investigation revealed a hair in the inner packaging, however it showed that sterile barrier had been opened. Since the package was not returned and the photographic evidence shows the packaging was opened within the operating room, it is not possible to confirm that the issue is due to manufacturing, and it is not possible to confirm that the product was already in this condition prior to opening. A manufacturing investigation was performed and there is not evidence which suggests manufacturing caused or contributed to the reported event. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation was performed for the finished device [150680006 / 4403048] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was not confirmed as the observed condition of the attune rp tib base sz 6 cem would not have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot protocols and acceptance certificate were reviewed. The quality documents shows that the data obtained on the tibial base conformed to the specification valid at the time of production. 1) quantity manufactured: 20 2) date of manufacture: 24-feb-2024 3) any anomalies or deviations identified in DHR: none 4) expiry date: 31-jan-2034 5) IFU reference: n/a device history review a manufacturing record evaluation was performed for the finished device [150680006 / 4403048] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Event description:
It was reported a hair was found in cemented rp tibia package.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.